Event description:
It was reported the PICC outpatient clinic at the hospital discovered fluid leakage from a PICC line during a maintenance procedure and removed the device from the patient. The inconsistency lies in the leakage location, which is 3 cm and 6 cm and 10 cm away from the puncture point, respectively. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue catheter were returned for evaluation. An initial visual observation of the photographs depicted the device held in hand by a clinician. Multiple splits were observed in the catheter shaft. No details of the splits could be discerned from the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC outpatient clinic at the hospital discovered fluid leakage from a PICC line during a maintenance procedure and removed the device from the patient. One catheter had 2 leak sites which were 3 cm and 6 cm away from the puncture point. No further information was provided.